Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen (2000 mcg/ml, 631 mcg/day; unknown lot number) in an implantable pump for intractable spasticity. On (B)(6) 2015, the patient experienced intrathecal baclofen withdrawal; increased confusion, hallucinations, increased heart rate, and other non-specific mental status changes. The reporter was not aware if the patient experienced pruritus. The symptoms were severe. The patient was admitted to the hospital 10 days prior to the report. The patient went to ICU (intensive care unit) on (B)(6) 2015 and was intubated. The patient was given versed (treatment medication) until (B)(6) 2015. As of (B)(6) 2015, the patient was stable and the hcp restarted oral baclofen. On (B)(6) 2015, a CT scan was performed and a catheter disconnection was diagnosed. The catheter was broken 1-2 cm outside where it entered the it (intrathecal) space/spinous process. Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, actions/interventions required, of the cause of the catheter break was determined, and if the issue resolved. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare professional on 05-jan-2016 and it was indicated that the patient's medical history included spastic left hemiplegia secondary to intracerebral hemorrhage. The patient was being scheduled for replacement of the subarachnoid catheter. The cause of the broken catheter was unknown.